Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. I received notification from the anesthesia department at xxx that there was an issue when attempting to overwire a 20g isag bloodcontrol IV. Product was collected and is available for shipping patient stuck multiple times and the wire was sheered by a resident. This happened over the weekend in a trauma case. Can you please provide an exact date of event? (B)(6) 2026. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient was stick multiple times and resulted in a delay of care.